Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified one kink on the catheter shaft at the strain relief. The catheter shaft was broken approximately 58cm from the distal tip of the catheter. Inside diameter of proximal of the shaft was inspected using a .045 gauge pin and the result was that proximal shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. After removal of this fetch®2 catheter, it was noted that the catheter was kinked and almost broke apart with one metal thread holding it together. The procedure was completed with this device and there was no difficulty with it during use or withdrawal. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft broke. After removal of this fetch2 catheter, it was noted that the catheter was kinked and almost broke apart with one metal thread holding it together. The procedure was completed with this device and there was no difficulty with it during use or withdrawal. No patient complications were reported and the patient status was fine.